Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant.

Event description:
User facility reported that approx 24 hrs following an uneventful novasure endometrial ablation, the pt reported abdominal pain. A bowel perforation was noted via laparoscopy. Follow-up info rec'd in 2009 revealed that the pt was admitted to the hosp the same month, with an "acute abdomen". A computed tomography (CT) scan indicated free air and fluid collection. The laparoscopy performed noted two small perforations each measuring about 2mm in diameter and 2-3mm apart at the fundus leading to a "small bowel perforation [approximately 1 x 1.5 cm] with raw edges" and a thermal injury of the small bowel. The perforated bowel section was resected and the area of the thermal injury was over-sewn. The pt was discharged six days later. Follow-up by the physician two days later, indicated that the pt was "doing well". Prior to the novasure procedure, a resection of a small polyp was performed via sharp curettage.